Event description:
It was reported the patient presented to the hospital after being shocked. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). No changes or interventions were reported. The patient was in stable condition.